Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited an out of range shock impedance one hour post implant, and subsequent daily measurements have also demonstrated out of range shock impedances. A loose setscrew is suspected. An invasive procedure will be performed to assess the device/lead connection. To date, there have been no reported patient symptoms associated with this clinical observation.